Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are all applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined the probable cause of the deviations reported to be in adequate platform fixation, most probably leading to a platform shift. The skiving potential could have been a contributing factor. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a procedure. It was reported that the two first screws were very lateral and the third screw was medial. Deviations were seemingly greater than 3.5mm.the manufacturer representative stated that there was no patient shift. There was no patient harm and the procedure was delayed by 20 minutes.